Manufacturer narrative:
Retention devices for the reported lot were tested with quality control cutoff standard (20 miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient took a (B)(6) contraceptive. On an unknown date, the patient took two at-home pregnancy tests and obtained two positive results. Then, on (B)(6) 2019, the patient presented to the facility to confirm the pregnancy. The patient's urine was tested on the consult hcg urine cassette and produced a negative result. A serum quant was ordered on the same day and produced a result of 60 miu/ml. As a result of the positive serum quant result, the patient scheduled an early termination of pregnancy. Troubleshooting was conducted with the customer. The customer was advised on the storage, handling, and technique per the product insert. The limitations of the test per the product insert were also discussed.